Event description:
The user facility reported to terumo cardiovascular that during set-up, the cardioplegia administration line was overlapped, it was pushed too far up. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo received a photographic image of the actual device for eval. Visual inspection confirmed that the tubing was pushed up to far. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).